Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump may not be delivering insulin accurately. Customer's blood glucose ranged from 232 to 306 mg/dl. No significant events leading to this issue were observed. Advised customer to disconnect and reinsert reservoir and infusion set and manually prime 1 unit of insulin. Customer stated that insulin did not exit the pump and the no delivery alert did not alarm. Customer will call back to finish hp test with clamps.